Manufacturer narrative:
This report is submitted on may 24, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral antibiotics (duration not reported). However, the issue could not be resolved. The device was then explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on july 10, 2023.